Event description:
It was reported that the patient presented in clinic for a pulsed field ablation (pfa) procedure. Upon interrogation prior to pfa, it was found that the right atrial (ra) and right ventricular (rv) leadless pacemakers (lp) lost their interrogation via conductive telemetry. Although there was no error message displayed, the rvlp exhibited loss of ventricular markers regardless of various conductive electrode placements. Post pfa, it was found that the ralp had gone into reset mode. A device reset was performed and the ralp was restored. Further information was requested but not received.